Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to poly wear leading to lysis and catastrophic wear of the femoral head and acetabular cup.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision total hip replacement performed on (B)(6) 2016 at (B)(6) hospital. Left hip - 1998 primary op date. Duroloc liner change in 2004. Revised due to poly wear leading to lysis and catastrophic wear of the femoral head and acetabular cup. A review of manufacturing records and complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.